Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the scope stuck inside the dissector(it was impossible to remove). There was no pt consequence. Rpo